Manufacturer narrative:
Tw (B)(4) event site address exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation three "wings" were suddenly visible instead of two on the vasoview hemopro 2. The endoscope was already correctly positioned in the cannula before the harvesting instrument was inserted. The jaws were closed and the tips were pointing upwards during insertion. The detachment of the sealer material was noticed during endoscopic vein harvesting, after several side branches had already been ligated and sealed. At that time, the instrument was located in the subcutaneous tunnel, and there were no atypical circumstances. The heating wire was not cleaned, as no combustion residues or deposits were visible up to that point. There was a delay upon detection of this error, the vein harvesting was interrupted, the affected instrument was removed from the surgical field and replaced with a new, inconspicuous instrument of the same type. The product was removed from the patient; the system was complete. A new system was used to complete the procedure. No harm was done to the patient. A photo is attached.